Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented for a routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software download was performed, which resumed normal device function.